Event description:
A lead extraction procedure commenced to remove an inactive right atrial (ra) and an active right ventricular (rv) lead (both implanted in 2003) due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each of the leads to provide traction. Prior to the procedure, the decision was made to snare the rv lead with a cook medical needle's eye snare to prevent deterioration of the lead. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath on the ra lead, progress stalled in the innominate region. Efforts switched to remove the rv lead, but advancement could not be made. Upsizing to a 16f glidelight and visisheath and returning to the ra lead, the lead was successfully removed. Then, with the 14f glidelight and visisheath on the rv lead again, with slight tension being held from the snare. Progress was achieved to the snared portion of the rv lead; tension was then released on the snare. Additionally, it appeared that the glidelight and the snare had some device interaction prior to passing into the rv, but there was no alleged malfunction of either device. The rv lead was removed, and the patient's blood pressure immediately dropped. A pericardial effusion was noted via transesophageal echocardiography (tee) and rescue efforts began immediately, including rescue balloon and sternotomy. A superior vena cava (svc)/ra junction perforation was discovered and repaired, and the patient survived the procedure. This report captures the 14f glidelight in use, along with the cook medical needle's eye snare, which may have caused or contributed to the perforation, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unk. A4): patient's weight unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.